Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va06mg2, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va06mg2, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va047za, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v714604, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The consumer reported that the implanted shorted out 10-12 times. Blood pressure was dropping and the patient went to the hospital. This event occurred on (B)(6) 2015. It was noted that the patient was implanted for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was shocked at least ten times from (B)(6) 2015 to (B)(6) 2015. Her blood pressure was brought way down because of the shocking and she had to be hospitalized. It was noted that the consumer shut stimulation off in (B)(6) 2015 and the shocking had not happened since. There were no trauma/falls reported that could be related to this issue. It was noted that the consumer was incarcerated during the time she was being shocked by the stimulation device.